Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that there was a low battery, they replaced it now it does not exit on the image of an arrow with a pamphlet. Customer's blood glucose value was unknown. Customer received open book image on the insulin pump screen. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Troubleshooting was assisted. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify low battery alarm due to critical pump error (open book image) alarm.